Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit passed all function and image tests with no problems found. A definitive root cause cannot be identified. A device history review (DHR) was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the autoclavable camera head image was noisy; the subject could be recognized. The issue was found during preparation for use, prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
E1: facility: (B)(6) hospital. The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head image was noisy; the subject could be recognized. The issue was found during preparation for use, prior to sedation. There were no reports of patient harm.